Manufacturer narrative:
Correction d4, h6 the investigation of the reported failure mode has been completed. No product was received for evaluation. Asystole/ tachycardia: the cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Runs of vt observed echo done and impella pulled back.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.